Event description:
It was reported that the pressure was not reaching the motor or the motor seized on the zimmer air dermatome. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.

Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 08/31/1988 and was last repaired on 07/08/2008 for a non-related issue. Eval of the device observed damage to the head, 3" and 4" width plates. Prior to repair the device was outside calibration specification and did not pass side to side calibration check at the zero thickness setting. Repair of the device included replacement of the head, 3" and 4" width plates, and all standard repair parts. Customer did not provided any info regarding the power source or pressure utilized during the reported event. The device has not been in for maintenance or repair in six years. The customer's reported event was not reproduced during eval and cause could not be determined. Lack of preventative maintenance likely caused the lack of calibration at the zero thickness setting and damage to the head and 3" and 4" width plates.